Manufacturer narrative:
It was reported that moderate stenosis and moderate intraprostatic regurgitation was observed under imaging after one year of implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on information received, the reported incidents could be caused due to patient condition. However, the exact cause could not be conclusively determined. The cause of patient effects of aortic valve stenosis could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm epic max valve was chosen for a procedure. The valve was successfully implanted. On (B)(6) 2025, the valve showed signs of structural prosthetic degeneration, thickening of the cusp edges. The image quality was poor both for transesophageal echocardiogram (tee) and transesophageal echocardiogram (toe) making it impossible to determine whether the thickening appears thrombus like or degenerative. The thickening showed soft appearance and the prosthetic showed moderate stenosis and moderate intraprostatic regurgitation. There was no treatment required for regurgitation. The patient is currently being monitored in the specialized valvular heart disease unit within the cardiology department. Depending on the patient's progress (progression of gradients and/or symptoms, onset of ventricular dysfunction, etc.), a new surgical procedure will be considered. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.